Manufacturer narrative:
Lot number was not verified by the crm system because its an old numberand there are no records for data collect. Considering the surgicalmethodology, it was seen that the dentist has used less drills thanrecommended to perform the implant installation. The investigation ofthe complaint was carried out considering the analysis of theinformation given by the dentist in the guarantee form and visualconference of the product returned by the dentist.

Event description:
(B)(4)- the dentist reported that 7 years and 10 months after the dental implant was installed in intraoral region 8#, its loss of osseointegration was observed. Moreover, the patient presented bone type iii, immediate load procedure was done and immediate implant was performed.